Event description:
Additional information received reported the patient received assistance from their healthcare professional (hcp) and their concerns were resolved. The patient had an appointment on 2015-(B)(6). The patient stated that some of the things they expected deep brain stimulation to help with may never help. The patient did see the advantages of this.

Manufacturer narrative:
Concomitant medical products: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0mlnr, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va0mqlu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that after implant the patient had the flu, a bladder infection, and then trouble breathing. The deep brain stimulation was not helping as the patient expected and they never had therapeutic effect. The patient stated they were in worse shape now than before the surgery. The patient had concerns with freezing and trouble walking. About two weeks prior to this report they went down to their knees due to trouble walking. The patient stated that they saw somewhere that deep brain stimulation was not for freezing or walking. Since implant the patient had developed bladder control issues at night. The patient has macular degeneration and since implant their eye healthcare professional (hcp) told them they had developed ¿a jelly type thing behind their eye that was putting pressure on their eyes.¿ the eye hcp was not sure if it was related to deep brain stimulation or not. After the stage one and two implants the patient had a stent in the left leg implanted and a vein closed in their right leg. Reprogramming had been done twice and the patient¿s last appointment with their hcp was on (B)(6) 2015. The patient¿s next appointment was scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.